Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient reported unknown alarms that occurred while supported by battery power. Log file analysis noted multiple pump stoppage events, low flow events and low speed warnings. The external driveline has multiple areas of damage. Rescue tape has been applied to those areas. A external driveline repair was preformed on (B)(6) 2020 with no issues. The patient was placed on a grounded patient cable after the repair and no alarms were reported post repair. No further information was reported.

Manufacturer narrative:
Section d10: a portion of the percutaneous lead (driveline) was returned only. Manufacturer's analysis conclusion: the evaluation of the returned portion of the driveline confirmed damage that could have contributed to the reported low speed and pump stoppage events captured in the submitted log file. In addition, the report of the cosmetic damage was also confirmed through the evaluation of the returned driveline. A distal-end driveline replacement was performed on (B)(6) 2020 under work order (B)(4) and approximately 17¿ of the distal-end of the driveline was returned for evaluation. Additional segments of the silicone jacket and bionate layer were also returned. The pins of the metal connector appeared free from deformation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Damage to the silicone jacket was observed along the length of the driveline. The bionate layer had a dark discoloration; however, no damage was observed. The metal braided shield showed breakdown along the length of the driveline that appeared consistent with the patient¿s duration of use; however, severe breakdown of the metal braided shield was observed at approximately 3-5.5¿ and 8.5-14¿ from the metal connector. Visual inspection of the wires confirmed breaches to the insulation of the black, brown and green wires adjacent to the metal connector. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The hmii operates on a three phase motor, where each phase is powered by two redundant wires. If the exposed conductors of any damaged wire contacted the braided shield while operating on the mobile power unit (mpu), the resulting short to ground would have resulted in the alarms and pump stop events that were confirmed through the submitted log file. If the exposed conductors of the damaged wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power or the ungrounded patient cable, the resulting electrical phase to phase short could have contributed to the pump stop events captured in the log file. The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Both documents contain information on how to care for the driveline. The heartmate ii lvas IFU is currently available. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. Heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. No further information was provided. The manufacturer is closing the file on this event.